Event description:
The report received from the field indicated that the customer is reporting that the long gen stent mounted on an opta pro 39 x 10 bil 135 had a problem. There was no reported patient injury. The product was not received for inspection, an unknown admiral with a sheath and snare were received. Multiple attempts to obtain additional information and to locate the complaint product were not successful. Addendum: preliminary inspection of the returned product indicated that a stent of a long gen / pro 39 x 10 bil 135 was received hanging from an unknown device along with a non-cordis sheath introducer and another non-cordis device. The struts were up lifted in the proximal and distal end of the stent.

Manufacturer narrative:
Please note that the event date is unknown. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the account, during use of a long palmaz genesis stent mounted on an optapro pta balloon catheter, the operator encountered a problem; however, details were not reported. There was no reported patient injury. Multiple attempts to obtain additional information were unsuccessful. A stent of a long gen / pro 39 x 10 bil 135 was received hanging from an unknown device along with a non-cordis sheath introducer and another non-cordis device. The struts were uplifted in the proximal and distal ends of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent delivery system-damaged could not be confirmed since the shaft of the catheter was not returned for analysis. The distal and proximal struts were confirmed to be uplifted during analysis of the returned stent; however, the exact cause of the damages to the stent could not be determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.